Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076 implantable pacing lead: (B)(6) 2008. A 4196 implantable pacing lead: (B)(6) 2011. (B)(4).

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited noise, oversensing, and a possible fracture. Additionally, the device exhibited possible premature battery depletion. The device was explanted and replaced, and the lead was capped and replaced. No patient complications have been reported as a result of this event.